Event description:
A distributor in (B)(6) reported that an rt200 adult breathing circuit had a bent heater wire pin. The bent pin was observed by the distributor prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the circuit and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the breathing circuit was checked for bent or broken heater wire pins. Results: one of the inspiratory heater wire pins was split, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 090416. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. Our trending for broken or damaged heater wire pins on adult breathing circuits has a rate worldwide of (B)(4) devices per million sold for the past year to the end of (B)(4) 2010.

Event description:
A distributor in (B)(6) reported that an rt200 adult breathing circuit had a bent heater wire pin. The bent pin was observed by the distributor prior to patient use.